Event description:
It was reported that the customer observed rust on the door latch hinges. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer observed rust on the door latch hinges. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported issue of rust on door hinge was able to be confirmed with the picture provided by customer. No devices were returned for this investigation; therefore, an inspection process could not be performed on the actual devices. However, a picture was provided by the customer where rust can be observed on the door latch. No suspect device or system logs were returned for this investigation; therefore, a log analysis could not be performed. No suspect device was returned for this investigation; therefore, laboratory testing could not be performed. Cleaning product guidelines tip sheet states the alaris¿ system requires proper care and maintenance to remain in good condition. To ensure that your devices operate efficiently, use the recommended cleaning products and correct cleaning and inspection processes. Refer to the applicable alaris system directions for use for detailed cleaning instructions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported rust on door hinge was unable to be determined. No suspect devices were returned for this investigation and no additional event information was provided. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.